Event description:
It was reported that upon filter deployment, neither the filter legs nor the filter arms opened. The physician gained access through the jugular vein to remove the filter. However, the filter had moved into the lumbar vein. The filter's legs partially opened and the filter became lodged in the lumbar vein. The physician did not attempt retrieval. A second filter was deployed above the first one. The pt is doing well.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter remains implanted and the delivery system was retained by the user facility; therefore, not available for eval. The event investigation is currently underway.